Event description:
Following a laparoscopic anti-reflux procedure, a patient experienced dysphagia. The linx device was used as part of the anti-reflux procedure. Anti-reflux procedure and linx device implantation occurred on (B)(6) 2011. Dysphagia had been present over the last two years and intensified over the past two months. Diagnostic endoscopy on (B)(6) 2012 revealed a normal esophagus and normal device position. Patient returned to hospital on (B)(6) 2012 for endoscopy and manometry that revealed one bead ((B)(4)) to be visible in the esophagus. The linx device was found intact. Endoscopic removal of three beads internal to the esophagus occurred (B)(6) 2012 via 45 minute procedure. The remaining device remains implanted. The patient is recovering without complication. The patient was dismissed from the hospital (B)(6) 2012 without further complication and described as stable and well.